Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences learned of a valve that required valve in valve intervention due to stenosis. The patient is reportedly doing well. Patient has history of bicuspid valve, congenital heart disease, vsd rigor and CABG in 1991. There were no reported complications.